Event description:
Csr director notified risk manager of a defective solution b braun bag that was discovered in the short stay unit. Product was given to materials management after discovery of the defect. It was reported to me that the nurse found the lactated ringer's 1000ml container which was still in its outer wrap (never opened) had only about 100ml of fluid in the bag. Container should have 1000 ml. B braun customer service clinical support was notified. Product never reached the patient.